Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-10-00 - equi rev tray adap plate tray +0: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced disassociation of the polyethylene component - patient was pulling nails out of a piece of board and the shoulder locked. As a result, approximately 2.5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.